Event description:
Contact called stating that customer was drawing a blood sample and about ten mins late she noticed a bruise on his arm where she had punctured it. She is concerned that the pt could have bled to death if he was alone. She was offered another lancing device, but refused.